Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The instructions for use carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: ¿4) before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1:china welfare international peace maternity and child health center (family planning guidance center) the subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was not confirmed. The device evaluation found; the ceramic tip was damaged and the sealing rings were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported, the sheath ceramic tip was missing. The issue was found during reprocessing before an unknown surgery. The patient was not under anesthesia. There were no reports of patient harm.